Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was reported that surgery delayed for more that 60 minutes because t-handle broke during surgery. No adverse impacts on the patient.

Event description:
It was reported that surgery delayed for more that 2 hours because t-handle broke during surgery. No adverse impacts on the patient.